Manufacturer narrative:
Final analysis found a xena failure anomaly which resulted in a backup vvi mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the pacemaker was found in backup vvi. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.